Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with an 810:11 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During service at baxter it was determined that the event occurred during delivery. There was an interruption during delivery. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated. During a review of the event history, it was discovered that the reported condition occurred once on (B)(6) 2010 during infusion.

Manufacturer narrative:
(B)(4). The writer inadvertently omitted the evaluation results in the initial medwatch report. The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The device will not be repaired for the reported condition since it is a stay-in unit.